Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there were positive and negative bias. This issue was reported by (omitted) in a 2021 paper in clinica chimica acta titled "a comparison of venous blood gas analysis with paired specimens collected in syringes and evacuated blood collection tubes". Samples collected in evacuated tubes showed significant positive mean biases of 0.03 and 7.5 mmhg for ph and po2, respectively, and significant negative mean biases of 5.0 mmhg and 1.2 mmol/l for pco2 and hco3¿, respectively.